Event description:
Caller reported a properly seated multiclix lancet is not fully retracting and extends beyond the end of the correctly positioned protective end cap of the lancing device. No adverse event reported. A request was made for the return of the device, replacement sent.

Manufacturer narrative:
The event occurred in (B)(6).